Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4135 boston scientific lead, implanted: (B)(6) 2012; v173 boston scientific ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was experiencing a rising impedance. It was also reported that troubleshooting in the past involved reprogramming that left the patient feeling symptomatic. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.